Event description:
The patient was beaten at the neurostimulator implant site. After the incident, the implantable neurostimulator battery depleted very quickly. The device was used 24 hours a day. The amplitude for channel 1 was 1.9 volts. The amplitude for channel 2 was 3.0 volts. Each channel used 4 electrodes. The pulse width and the frequency of each channel were 360 microseconds and 60 hertz. Impedance measurements prior to the incident were normal. The electrodes were not damaged. The battery and extensions were replaced. The patient outcome was reported as 'no injury'.